Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the swivelock screw 5.5mm x 15mm and swivelock closed tip of the returned suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, had broken. Functional testing noted that the driver works smoothly as required. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy the tip of the device broke off inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.